Event description:
The customer reported to beckman coulter that the platelet (plt) results were not matching when doing the control lot to lot comparison on the act diff analyzer. The customer also reported that discrepant results of complete blood count (cbc/plt) were obtained from a single finger-stick sample, which upon rerun recovered results which were considered correct. In addition, occasional high plt backgrounds were reported to the field service engineer (fse). Supporting documentation was requested for review; however, the customer stated that the results are not available for review since the initial print outs recovered from the instrument were discarded. The erroneous results were not reported out of the laboratory. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse confirmed the concern that a patient platelet count was out of acceptable range, high. The printout was no longer available, and the fse could not evaluate the histogram or any data related to this event. Per the customer, the sample was very fresh and had not had much time to mix and equilibrate, and after it was mixed and "a few" minutes had passed it was rerun giving normal results. The fse ran both the old and the new lots of controls, and both recovered within ranges, though they were slightly different due to lot to lot variance. The occasional plt background failures were confirmed by the fse. The fse indicated that the plt failure was likely related to instrument contamination. Full instrument decontamination was completed. A start up and quality control (qc) were verified to be within specifications after the instrument decontamination. Failure mode of the discrepant results is attributed to a use error. The customer admitted to not mixing the sample appropriately prior to analysis. The plt background failure was related to a contaminated instrument. Sample mixing instructions can be found in the act diff operators guide. "Mix the sample according to your laboratory's protocol, and place a lint free tissue over the top and remove the cap. Present the well-mixed sample to the probe so that the tip is well into the tube, and press the aspirate switch".